Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was as of y esterday the pt could not turn their stimulator off. The controller was unresponsive on the please wait screen, there was a green light constant on the top. The white button on the top of the controller to kill everything would not respond for nothing turned off. Pt noted that in the beginning they got the battery level and thought the battery in the controller was at 90% and the ins was down to 1% or hardly any green light at all. Yesterday when got please wait and thought they were depleted and plugged it into the ac power supply for a couple hours so but that did not help. From yesterday and all last night the stimulator was still on in their back and lasted that long throughout the night. Since the stimulator was on they could not sleep last night; they had it where when walking around they could feel a little sensation but when they laid down it was quadruple the sensation so they slept in a chair last night. During call pt reset the controller and got battery empty cannot continue recharge the controller. Pt plugged the controller into the ac power supply and the controller was recharging. Pt unlocked the controller and got no device found. The troubleshooting steps that were taken on the call resolved the issue. Pt would recharge the controller then will attempt to recharge the ins.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial#:(B)(6). Product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.